Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present in lumen. Deformed conductor coils noted along with cuts in the insulation approx. 155-157mm from the terminal pin. Deformed conductor coils noted approx. 162mm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that additional information was received. The lead was returned for analysis and laboratory analysis confirmed the reported field allegation of helix issues. The lead was found fractured. A supplemental report is being filed. It was reported that the right atrial (ra) lead experienced dislodgement. The ra lead exhibited low r waves amplitude. It was attempted to be repositioned; however helix issues were noted and it was decided to explant the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead experienced dislodgement. The ra lead exhibited low r waves amplitude. It was attempted to be repositioned; however helix issues were noted and it was decided to explant the ra lead. No additional adverse patient effects were reported.